Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin. No additional third-party assistance was required.